Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the channel shutdown during an infusion of total parenteral nutrition with insulin. The patient experienced a low blood sugar event and was given dextrose intravenously and juice orally. The patient went back to baseline status.

Event description:
It was reported that the channel shutdown during an infusion of total parenteral nutrition with insulin. The patient experienced a low blood sugar event and was given dextrose intravenously and juice orally. The patient went back to baseline status.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(4) is a concomitant and this file has captured the correct suspect device with serial number# (B)(4) as per investigation report.

Event description:
It was reported that the channel shutdown during an infusion of total parenteral nutrition with insulin. The patient experienced a low blood sugar event and was given dextrose intravenously and juice orally. The patient went back to baseline status.